Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of 538 mg/dl with high ketones; cause was unknown. Elevated bg was addressed via a correction bolus, manual injection and supply change. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider. Reportedly, the customer has discontinued use of pump and has reverted to an alternate method of insulin therapy. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.